Manufacturer narrative:
The lead was explanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was explanted due and replaced due to a lead fracture. Lead noise, varied pace impedances, and increased thresholds were all noted due to the fracture. No adverse patient effects other than the additional procedure were reported.